Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was received indicating that the cause of high threshold was due to scar tissue. This behavior was attributed to the lead. The field representative explained that the event happened slowly over time in which the last time patient was in the clinic the threshold became too high. Further information was received in which the health care professional (hcp) stated that the rise in threshold was gradual since initial implant. The threshold rise slightly from month to month until it was decided to replace the lead. Thus, this rv lead was surgically abandoned. No additional adverse patient effects were reported.